Manufacturer narrative:
A review of the device history records confirmed that no non-conformities were found. The patient's implant was photographed during the procedure. This photograph confirms a migration of the circlip component. The complaint investigation is ongoing, a supplemental report will be provided. Please note that the custom distal femur device is similar to the mets modular distal femur k121029.

Manufacturer narrative:
The rebush procedure was successfully performed with no reported complications. As the circlip was not returned to stanmore implants, a determination as to the cause of the reported event cannot be definitively determined. A disengaged circlip can be the result of an improper insertion at the time of surgery. This complaint is being closed, and is being tracked and trended.

Event description:
This is a supplemental report to 3004105610-2014-00054. (B)(4).

Event description:
The patient's original custom distal femur replacement implant was replaced implanted in (B)(6) 2013. On (B)(6) 2014 the patient underwent a revision procedure due to knee pain. During the revision procedure, it was determined that the circlip had backed out and was found to be lodged between the inferior surface of the rotating metal tibial bearing and the uhmwpe bearing. The metal cased tibial and femoral components were left in-situ and the uhmwpe bearing and bumper pad were replaced with new components and a new circlip used. The procedure successfully occurred with no adverse patient consequences reported.